Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported the patient experienced a stroke. An intellamap orion¿ mapping catheter was used in the left atrium during an ablation procedure to treat atrial fibrillation. The procedure took place on friday (B)(6)2017. That weekend, the physician was informed that the patient experienced transient ischemic attack (tia) / stroke symptoms, specifically weakness on one side. A stroke was confirmed; a computed tomography (CT) scan was done which revealed a "shower of clots" in the patient¿s brain. There were no performance issues with the catheter, it was used throughout the case without issue or complication. The physician felt basket catheters might be causing the clots, as nothing else in his toolset or technique changed from case to case no matter what mapping system was used, except for the use of the intellamap orion mapping catheter when he used the arrhythmia mapping system. The patient required rehab to help regain his strength. The complications resolved and the patient had not been re-hospitalized.